Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) erroneously rejected a true pause episode, and therefore it was not detected. It was noted that the false rejection may have occurred due to the noisy signal. It was also reported that there were low r-waves. The icm remains in use. No patient complications have been reported as a result of this event.